Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2005.

Event description:
It was reported that the device reached elective replacement indicator (eri) with a charge time greater than seventeen seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed a longer than nominal charge time as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis found that the excessive charge time likely resulted from a spurious increase in battery resistance induced by li (lithium) severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.